Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and lumbar radiculopathy. It was reported that the patient has not used her implant for 3 years because it was no longer helping her. She is having her implant removed in (B)(6) 2019. There were no further complications reported or anticipated.